Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04143. It was reported the patient lost effective stimulation. X-rays indicated the leads migrated. The physician explanted and replaced the leads on (B)(6) 2016. The patient's effective stimulation was restored.